Event description:
In 2/2004, kinetikos medical, inc., was informed of the explant of a spider wrist fusion system implant from a pt to address pain that was the result of non-fusion of the carpal bones. No device defects were reported. Dr reported on the kmi explant follow-up form that the pt was in pain and the carpus had not fused. Following the explant, the carpus was fused with iliac crest graft and k-wires. The prognosis was a succesful fusion. There were no component failures observed when the wrist fusion system devices were explanted. It was not known who the original implanting surgeon was or when the original implant surgery, had taken place. While dr did not specifically offer a possible cause of the non-union, in the vast majority of those cases where spider wrist fusion systems are found intact and bone graft are substituted, the usual pre-existing condition is poor quality/low density bone stock.